Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen is flashing black and white. The customer's blood glucose level was unknown at the time of incident. Customer stated that the screen was flashing when screen was turned on after being in sleep mode. Customer also reported that display was blank after receiving new battery cap. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests. No missing segments/partial displays or unexpected display anomalies were noted during testing.